Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported no ultrasound with a handpiece. The timing of event and outcome is unknown. Additional information has been requested but not received.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found no obvious visual nonconformity. The returned handpiece was connected to a calibrated system. System message (sm) - [tune failed ¿ loose tip] displayed when the handpiece attempted tuning. The handpiece was disassembled and revealed moisture ingress within the electrode chamber. The customer reported event was confirmed, which found moisture ingress, this caused the high electrode to short to ground. The phaco handpiece was manufactured on june 27, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to moisture ingress causing the high electrode to short to ground. The manufacturer internal reference number is: (B)(4).